Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that during the post-op check, just a few days after the initial implant took place, the left ventricle (lv) lead was showing high threshold values, and phrenic nerve stimulation at low amplitudes. An x-ray was performed, and showed that the lead was withdrawn from its original position. Therefore, surgical intervention was required, and the lead was successfully repositioned. No adverse effects to the patient were reported.